Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID (B)(4), implantable cardioverter defibrillator (ICD), implanted 2013 (B)(6); product ID 407652, implantable pacing lead, implanted 2007 (B)(6); product ID 5071-53, implantable pacing lead, implanted 2007 (B)(6). (B)(4).

Event description:
It was reported that a carealert triggered for lead integrity alert (lia) on the right ventricular (rv) lead. Changes in rv lead impedance and noise were noted. The physician unscrewed the device from the lead and reinserted the lead back in. The noise and impedance variations went away. The device and lead remain in use. No patient complications have been reported as a result of this event.